Manufacturer narrative:
Evaluation was not possible, as the product was not returned. The reported product/lot number was part of a batch of products which were susceptible to fracture. The etch location was changed by a design revision in 2002. A recall was conducted to remove all affected products from the market. Note: affected product was not distributed in the united states as united states distribution did not begin until 2005. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Neck fracture of the stem.